Event description:
A complaint was received from a customer that reported that after eight months of use they had to replace the batteries three times. While on the phone a review of the system was conducted. It was learned that the customer was replacing the batteries not because "below" battery indicator was present but due to the fact that part of the "hundreds digit" was missing segments. The customer stated that if they press the display the digit will appear. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.